Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the needle was slow to retract. "Describe customer concern, details of event including how the issue was resolved the head nurse from the oncology center at nkti experienced a delay in needle retraction while using the insyte autoguard g24 for a patient undergoing chemotherapy infusion. Initially, she believed the issue was isolated to a single device. However, upon repeated use of devices from the same batch and lot number, she consistently observed the same delay. After insertion, the needle took a few seconds to fully retract, unlike other batches where the needle retracts immediately. Describe impact to patient, hcp, user or other, including recovery, if applicable? Upon checking 3¿5 pieces from the same batch and lot number, the supervisor decided to escalate and formally report the incident. According to the end users, the delayed needle retraction caused stress for both nurses and patients. They also expressed concern regarding the affected batch and requested its replacement".